Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. Customer's blood glucose level at the time of incident was 660 mg/dl. The customer was treated with insulin pump for the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced the symptoms related to the high blood glucose event was nausea, vomiting, abdominal pain, dry mouth. Customer reported they were not contacted to their health care professional regarding the high blood glucose. Customer was treated with insulin drip and fluids at the hospital. The device will not be returned for analysis.